Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device had no problem at the initial procedure. There is a possibility that it was oozing because taco-seal was attached on the staple line. The device was used on the a3 and a4+5 on the left pulmonary artery and taco-seal was attached. On the second day after the surgery, taco-seal and the staples were not left where there were at the reoperation. The patient passed away at the emergency surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The note mentions 3 lobar branches. Were they divided and taken separately or with pulmonary artery? Did the patient undergo any preoperative radiation or chemotherapy? Did the patient experience any precipitating events (cough, etc.)? Are any photos available from reoperation, autopsy or specimen? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the surgery was performed on april 21, and 2 days after that, the patient¿s condition has changed suddenly, and the emergency surgery was performed. It was found that the deployed staples on the pa were broken, and bleeding occurred. The patient died from bleeding.